Event description:
It was reported that the customer was in the emergency room due to no delivery alarms. The caller did not provide the customer's information. Advised the customer that the infusion set would need to be replaced due to the no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.